Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming no delivery during basal, bolus and fixed prime. The blood glucose reading is 338 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corners.